Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a integrity stent to treat a lesion in the left main exhibiting 95% stenosis, a little calcification and a little vessel tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the stent came of the delivery system in the left main during entry in to the artery. It was reported that the stent migrated proximally and was deployed with a smaller balloon. No patient injury reported.